Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v061216, implanted: (B)(6) 2009, product type: lead. Product ID 3387s-40, lot# v260017, implanted: (B)(6) 2009, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was having trouble with his right arm. There was a loss of therapeutic effect for the arm which had occurred following some sort of trauma. The patient had had trouble with the right arm since being hit with a baseball bat in the head in the (B)(6) 2014. An MRI was done on (B)(6) 2015 to check the lead placement. No outcome or intervention was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.